Manufacturer narrative:
Device passed displacement test, but it failed self test. Self test returned an unexpected pump error 75. After further review of the device's interior, did not note any evidence of previous moisture presence or corrosion on any of the electronic boards or assemblies. The pump error 75 is probably due to some problem associated with the electronics.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had error at auto test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.